Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; customer comments; device passed all incoming functional tests and bench tests. It was noted the display wire insulation was pinched (wire insulation not compromised). (B)(4).

Event description:
It was reported that the device changes settings. It was noted the emergency button is loose and easy to move. The device was returned for repair. It was requested to evaluate all knobs and settings. There was no patient involvement indicated.